Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("frequent migraines"), amnesia ("memory loss"), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, amnesia, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, amnesia, menorrhagia, menstrual disorder and migraine to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("frequent migraines"), amnesia ("memory loss"), menorrhagia ("excessive bleeding during menstruation") and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (underwent surgical removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, amnesia, menorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, amnesia, menorrhagia, menstrual disorder and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2017: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.